Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the end of the hemopro 2 cord broke. The hospital did not report any pt effects. The product is returning. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).